Event description:
It was reported that the 9900 system power cord and the lemo pin connector were damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord and lemo pin connector were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.